Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The reporter alleged when a normal bolus and a second bolus was performed using the glucose insulin function, the value of the subtraction of the total glucose of insulin on board (iob) was much lower than what should have been received. The iob reportedly was set for two hours. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/29/2015 with the following findings: there was no activity outside of normal use observed. A review of the pump¿s user settings revealed the ¿iob duration¿ was set to 2.0 hours. A test was performed with a 10 unit bolus with a duration period of 2.0 hours. After 2 hours, the iob status was 0.00 and accurately reflected in the iob status. A second test was performed with a 12u bolus with 2 hour duration and a 10u bolus was delivered 30 minutes post the 12u bolus delivery. The iob total was found to be correct and added the remaining iob reading with the new iob reading. The iob was found to functioning properly. The reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).